Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine drug via an implantable pump. The healthcare provider reported an infection. The pump and catheter were removed without company representative knowledge. The patient had surgery to implant the pump on (B)(6) 2026 then the new pump became infected. The pump was explanted on (B)(6) 2026. The issue was resolved at the time of the report. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2026; explant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine drug via an implantable pump. The healthcare provider reported an infection. The pump and catheter were removed without company representative knowledge. The patient had surgery to replace pump on (B)(6) 2026 then the new pump became infected. The issue was resolved at the time of the report. The healthcare provider (hcp) has no further information for medtronic.